Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post breast biopsy procedure, the device was allegedly difficult to be removed. It was further reported that the marker was not placed in the body and the device was kinked. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that post breast biopsy procedure, the device was allegedly difficult to be removed. It was further reported that the marker was not placed in the body and the device was kinked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one encor biopsy probe and vacuum assembly was returned for evaluation. During visual inspection, the probe was bloody and aperture is partially opened and no other visual anomalies were noted. Upon functional testing, the aperture of the encore was opened manually and it was noted there was a blockage. A mandrel was used to clear the inner cutter and cannula. The distal end of the reference biopsy marker applicator and pva pads were removed from the inner cutter and cannula. The translation gear was inadvertently broken where the mandrel was inserted into the encor probe. Further functional testing could not be conducted. Therefore, the investigation is inconclusive for the reported difficult to remove marker placement. A definitive root cause for the alleged difficult to remove marker placement could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during breast biopsy procedure, the device allegedly had incompatibility issue. It was further reported that the marker was not placed in the body and the device was kinked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one encor biopsy probe and vacuum assembly was returned for evaluation. During visual evaluation, the biopsy probe appeared to be bloody, and the aperture was received in partially open condition. The saline cap was not returned, and the proximal retaining cap was glued to the probe. Upon functional testing, the aperture of the encor was opened manually and it was noted there was a blockage. A mandrel was used to clear the inner cutter and cannula. The distal end of the reference biopsy marker applicator and pva pads were removed from the inner cutter and cannula. The cutter was noted to move freely after the mandrel was inserted. Upon additional evaluation, the probe was reexamined, and it was noted that the missing piece of the wire-form was lodged within the aperture. Then, the probe was disassembled, and it was noted that the shuttle screw was detached from the shuttle body. Therefore, the investigation is confirmed for the reported device-device incompatibility issue, as the marker pads were stuck within the encor aperture. However, the investigation is confirmed for the identified detachment issue, as shuttle screw was detached from the shuttle body. A definitive root cause for the alleged device - device incompatibility issue and identified detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.